Event description:
At 1710 iabp alarm triggered, monitor showed iabp leak. Reporter checked catheter site and found blood in the tubing. Iabp put on standby and catheter clamped. Call placed to dr stat. Iabp catheter ruptured. The catheter was removed and a new catheter inserted.